Manufacturer narrative:
There is not enough information available to determine if user interface and or concomitant devices contributed to the reported luer hub connection difficulty. The product is not returned for analysis and the lot number is not known therefore, further analysis cannot be performed. No conclusion can be made.

Event description:
It was reported that there was difficulty connecting the 1cc luer lock syringe to the hub of the prowler 14 microcatheter (mc), and there was leakage at the connection site. After extra force was used to further tighten the syringe, the leakage stopped and the product was able to be used without further leakage. There was no adverse consequence.